Manufacturer narrative:
Carefusion file identification: (B)(4) . Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has received the suspect gde and the component evaluation is anticipated, but not yet begun.

Event description:
The customer reported the delivered fraction of inspired oxygen (fio2) is out of specification during servicing on this avea ventilator. The customer stated this issue was not associated with any patient event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected with no anomalies noted. Testing results failed the blender verification test. The reported customer event was duplicated the root cause is associated with the blender assembly not calibrating due to a material issue within the blender assembly. This issue will be internally investigated within carefusion.